Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: material sensitivity reactions; postoperative bone fracture and pain. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00488 / 00489).

Event description:
It was reported that patient underwent m2a total hip arthroplasty on (B)(6) 2002. Subsequently, patient alleges pain and elevated metal ion levels. To date, no revision procedure has been reported. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.